Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) received a call from the patient's managing healthcare provider (hcp) stating the patient had been seeing, "out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy. Service code: 1703," on their handset when they went into the dbs therapy app. Rep said patient has cycling programming but didn't know why the patient would get the or message. The circumstances that led to the reported issue were asked but unknown. Rep conference on the patient during call and the patient said they were able to exit out of the message and said they hadn't had any changes in symptoms but did report seizing. Patient explained therapy was for epilepsy and they would use their handset/communicator/dbs therapy app to record when they had seizures. There had been times after/during seizing that patient had seen the message on their handset. Patient said that they had seen the or message, "quite a few times," and confirmed issue started sometime this month. Patient mentioned they had the, "same issue," with their other communicator and agent reviewed the or doesn't come from external equi ment but from the implant. Patient understood and clarified they weren't indicating an issue with previous lost communicator. The issue was not resolved. The patient was redirected to their hcp to further address the issue. Patient has hcp appointment april 5, 2023 where issue will be addressed. A rep will likely be present for the appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the patient was seen by their hcp and the patient shows impedances out of range on contacts 8,9 with a red error message on the samsun tablet, ¿stimulation settings out of range." No environmental/external/patient factors that may have led or contributed to the issue are known. Patients states he did not experience any falls. Hcp reprogrammed the right side lead to contact 10. The error message cleared on the patient¿s handheld device. It was recommended that the patient undergo an x-ray of the dbs system to look for any breaks or a disconnect that can be seen. That has not yet been scheduled.

Event description:
Additional information was received from the manufacturer's representative (rep) stating on apr 19th, the patient now has an issue with 9 & 10 electrode measuring >5,000 ohms and contact 8 was normal. We discussed performing exhaustive impedance and looking at the monopolar as tss assumes contact 9 may have the intermittent elevated issue. Patient was implanted for epilepsy and has cycling 1 min on and 5 min off. Caller to discuss w/ managing hcp. Ins is currently off due to patient is currently hospitalized for an unrelated issue (bowel obstruction) and will leave ins off for diagnostics if needed. Reviewed patient is no longer MRI eligible due to high impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.